Manufacturer narrative:
H3: other reason why device was not evaluated: serial number is unknown. According to the zeiss field service engineer, the customer might lack training and may have used a high intensity of xenon light. The root cause of the reported event was a user error due to high intensity of xenon light used, and inexperience of the surgeon who performed the procedure.

Event description:
A health care professional (hcp) reported that a patient sustained a third degree burn which was discovered during a follow-up treatment one month after the initial surgery. An after-treatment of the burn with debridement and primary closure was necessary.